Event description:
All attempts for return of the vns lead from the explanting hospital have been unsuccessful to date.

Manufacturer narrative:
Corrected data: the incorrect initial reporter was inadvertently reported on the initial MDR. The correct initial reporter is provided.

Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing. It is felt there may have been possible trauma as the patient is wheelchair-bound and the patient may have been grabbed in the lead area during patient transfers by caregivers. The reporter was advised to disable the vns. Attempts for further information and return of the explanted vns lead are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.